Manufacturer narrative:
B4.date of this report 15 august 2025. G3.date received by the manufacturer? 15 august 2025. H6. Type of investigation updated to 4121 h6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Event description:
On 17 may 2025, senseonics was made aware of an incident where reported inaccuracy in sensor readings.no injury or medical intervention was reported.

Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. No further actions were possible for this complaint as the user stopped responding to the communications from customer care. Dms shows the user is using the system with information up to date.